Event description:
The pt was admitted for a procedure in late 2008 with a lesion in the renal artery. The target vessel was heavily calcified and moderately tortuous with 75% stenosis. A 5 x 15mm palmaz genesis stent was delivered, without pre-dilation. The balloon ruptured during inflation, at 6 atm. Another product was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.